Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's main selection knob did not work properly. No further information could be provided by the customer. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and the device's control board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.